Manufacturer narrative:
The deltamaxx will not be returned, therefore, the root cause of the wire kinking and the non detachment cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact from the facility reported that during coil embolization of an aneurysm at the hepatic artery, the delivery wire of the deltamaxx coil (cdx180520-30/ c36979) was kinked and the coil did not detach. The patient¿s information was unknown. The patient¿s vessel level of tortuousness and calcification were unknown. A delivery wire of the deltamaxx was inserted into the patient and it got kinked. The delivery wire was held by a forceps to advance. However the green system ready light did not illuminate with the complaint coil and no sound was heard when the deployment button was pressed. Therefore it was replaced with a new micro coil. In this procedure, eight micro coils were implanted in total. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to and after the event. No unintended detachment was observed in the vessel or in the micro catheter. The product is not available for the investigation. No further information is available.